Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed insulin pump error alarms. Customer was able to successfully clear the alarms and complete insulin pump rewind, but next morning insulin pump was unresponsive and customer had to reset the insulin pump. It is not known whether the insulin pump used automode feature. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error 4 and pump error 63 alarms on may 22, 2021 at 01:39, pump error 23, pump error 49, and pump error 68 alarms, and unresponsive pump with fault led lit. The following will be performed: download the insulin pump trace/history files thus and review the downloaded trace/history files for pump error 4 and pump error 63 alarms. Confirm and record the date and time of the alarm near or on the event date if present in the history files and determine root cause for the alarm. Monitor the insulin pump for unresponsiveness and lit fault led. Verify no unexpected battery insertion alarms (pump error 23, 49, and 68 alarms) by removing the battery and reinstalling after 60 seconds, before 10 minutes, after 10 minutes, and after a safe shutdown. Perform the self test and displacement test. Confirm the alarm if it occurred during testing and determine root cause. Perform a visual inspection of the electronic assembly, motor, and force sensor for physical damage or moisture damage and conduct a visual inspection for cosmetic damage and verify that a test p-cap locks into the reservoir compartment properly. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. No pump error 4 or pump error 63 alarms noted during testing however, one (1) pump error 4 (file number 32122 line number 2727) alarm and one (1) pump error 63 (variable 09) pio failure alarm [05/22/2021 at 01:39] are found in the history files. Pump error 4 and pump error 63 (variable 09) alarms are due to a possible hardware fault, problem isolated to the electronic assembly and motor. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the insulin pump back on. No unexpected pump error 23, 49, or 68 alarms noted during testing. A review of the history files reveals one (1) pump error 23 alarm [05/22 at 01:39], two (2) pump error 49 alarms [05/22/2021 at 01:39], and one (1) pump error 68 alarm [05/22/2021 at 1:39] occurred. The insulin pump was monitored for a day and no unresponsiveness or lit fault led noted. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2, motor, or force sensor noted during visual inspection and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.